Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's shunt was removed because it malfunctioned.

Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The valve was returned at pl 2.0 and was not adjustable; therefore siphon, reflux, pressure-flow and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve would not allow fluid to flow correctly. No environmental/external/patient factors were identified that may have led or contributed to the issue. It was stated the patient was fine following the procedure.